Event description:
Philips received a complaint on the xl+ device indicating that the device is not passing the self-test. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device onsite and was unable to confirm the reported problem. The fse verified that the device did not give any error and the operational checks passed. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is required at this time.